Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-07717 and 2134265-2014-07542. It was reported that intramural hematoma and chest pain occurred. Vascular access was obtained via the radial artery. The totally occluded lesion was located in a moderately tortuous proximal right coronary artery (rca). A 3.50x38mm promus element¿ plus stent was deployed in the target lesion following the deployment of a 3x16mm promus element stent in the posterior descending artery (pda).the procedure was completed and the patient was then shifted to the post operative ward. During the night, it was noted that the patient had chest pain. The patient was then shifted back to the cath laboratory. Angiography showed that the rca, distal to the previously deployed 3.5x38mm promus element stent, was obstructed which was thought to be a thrombus. The physician deployed a 3x20mm promus element stent distal to the 3.5x38mm stent. The device was dilated and the thrombus was shifted ahead. It was noted that the rca was blocked distal to the 3x16mm device. Another stent, a 3x32mm promus element stent was deployed in the pda, overlapping the previously placed 3x16mm stent. The entire rca was stented and then ivus was done. After ivus, the obstruction which was thought to be a thrombus was diagnosed as intramural hematoma. The end result was good and no further patient complications were reported. The patient's status was stable.